Event description:
Pt seen at physician's office for follow-up. X-ray revealed broken plate implanted. Right hip plate removed with open reduction internal fixation right femoral nonunion with possible bone graft from right iliac crest performed.